Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level, replace battery now alarm as well as power loss alarm. Customer¿s blood glucose levels was 506 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level. Customer was treated with manual injection. Customer also reported that the insulin pump was not working and insulin pump with dead without notice and missing connector on the cap. Customer stated that they was unable to install the battery cap on their insulin pump. Troubleshooting was performed. The device will not be returned for analysis.